Manufacturer narrative:
D1 brand name was updated. Ppae (cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
48 year old male with history of cad, htn, tobacco use, presented 9/28 with stemi/ cgs. Underwent emergent placement of impella cp and hrpci to lad and lcx. Was then transferred and escalated to vaecmo. 10/3 escalated to impella 5.5 with explant of impcp. 10/13 patient made dnr by family, went into polymorphic vt/ cardiac arrest and expired on support.